Event description:
The customer reported to olympus, during a gynecological exploratory laparotomy, the image on the subject device was disappeared and image became darker. The fiber optic cable was replaced however the issue persisted. The intended procedure was completed with an unexpected surgical intervention. The laparotomy was converted to a classical opening of the abdominal wall and the patient injury was mutilation. Attempts for additional information are in progress.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus field service engineer identified the image appears as if there is a slight fog, the cable is damaged on the camera side and there is one defective pixel in the image. The olympus service center was unable to confirm the reported event. The rubber protector on the head side is damaged. A foggy image may occur when significant amount of perfusion fluid enters into the coupler. After the improvement, clinical evaluation confirmed the frequency of foggy image decreased significantly. However it may occur in frequently if the operation time exceeds one hour. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus field service engineer identified the image appears as if there is a slight fog, the cable is damaged on the camera side and there is one defective pixel in the image. The olympus service center was unable to confirm the reported event. The rubber protector on the head side is damaged. A foggy image may occur when significant amount of perfusion fluid enters into the coupler. After the improvement, clinical evaluation confirmed the frequency of foggy image decreased significantly. However it may occur in frequently if the operation time exceeds one hour. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a gynecological exploratory laparotomy, the image on the subject device was disappeared and image became darker. The fiber optic cable was replaced however the issue persisted. The intended procedure was completed with an unexpected surgical intervention. The laparotomy was converted to a classical opening of the abdominal wall and the patient injury was mutilation. Attempts for additional information are in progress.

Event description:
Additional information received from the customer: the patient's condition after surgery was stable. The patient received "standard care" after the surgery and the hospitalization was "standard," no extension noted. The customer reported no injury to the patient due to the image issues however was concerned with the large scar from the open procedure required.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.